Manufacturer narrative:
Event date (B)(6) 2018. Report date 08/30/2018. The philip's field service engineer (fse) evaluated the device and verified the reported problem. The ventilator had a low leak co2 rebreathing alarm at start up. The unit did not cycle properly and was not able to clear constant on screen alarm. The inlet filter was extremely dirty. To address the issue, the fse replaced the gas delivery system (gas) assembly. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator was not delivering volumes.the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 12dec2018. The gas delivery system was returned to philips for analysis. The gas delivery system failure was caused by an out of spec air flow sensor u1 (lot code: 1438n). Replacement of u1 corrected the failure with no other faults identified.